Event description:
It was reported that during a programming session the patient¿s implantable neurostimulator (ins) voltage was raised with no effect to the patient. It was stated that when impedance testing was performed, all impedances were found to be greater than 40000 ohms. It was reported that the day prior to report the physician reconnected the device during a revision surgery, but noted the impedance readings were still greater than 40000 ohms. It was noted the patient¿s ins was then replaced with a new ins and that all impedances were ¿normal¿ at that time. Additional information noted the patient¿s ins would not be returned to the manufacturer for analysis. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).